Manufacturer narrative:
G4: 12oct2020. B4: 13oct2020. A philips field service engineer (fse) was dispatched to the customer site and confirmed the reported issue. The fse replaced the vga controller board to resolve the issue. The device successfully passed performance specification testing after the repair was completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18sep2020.

Event description:
It was reported to philips that the display on the device was blank. The device was not in clinical use at the time of the event. This issue was noted during testing of the device. The customer requested that a philips field service engineer (fse) be dispatched to the customer site to provided additional assistance.